Event description:
It was reported that the patient's implantable cardiac monitor had no details available of patient episodes during interrogation of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. Data was cleared on (B)(6) 2015 and symptom episode was recorded on (B)(6) 2015. Device was then interrogated on (B)(6) 2015 and apparently another data clear was performed with the device check.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).